Event description:
Pdc received a call on (B)(4) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 3:00 am. Patient's wife ((B)(6)) stated that patient displayed symptoms of shaking, sweating and was incoherent. The reading on the prodigy meter at the time of the event was 56 mg/dl. Paramedics were called immediately. Patient was unconscious while waiting on paramedics. Paramedics performed glucose test with a result of 32 mg/dl. Approximately 10 minutes passed between testing with prodigy meter and the paramedics meter. Patient was not transported to emergency room but was given an IV with glucose by paramedics. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Event description:
This is a supplemental report to initial report 3008789114-2014-00008 to submit manufacturer investigation results of the suspect product. Suspect product was not returned by patient. (B)(4) requested record review from the manufacturer.